Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a power error detected alarm. Customer blood glucose level was unknown. Customer stated that the flashing light was stopped immediately. The product will return for the analysis.